Event description:
It was reported that coupling or communication issues occurred. The pt had coupling issues since implant. The implantable neurostimulator was only in a discharge state yet the pt and healthcare provider felt it was necessary to replace the rechargeable device with a non-rechargeable device. Since the replacement, the pt outcome was the pt was doing very well. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).